Event description:
I had hip replacement surgery on (B)(6) 2007. They used the smith & nephew birmingham hip resurfacing device. A few months after the surgery, the pain continued to get worse. I could barely walk and couldn't live my normal life. I thought it was part of the healing process and the pain would finally go away. Well it never went away and I continued to kill the pain with lortab. It got where the lortab didn't kill the pain. I really though I was going to die. At this point, I was afraid to go to the doctor because I knew he was going to have bad news. In (B)(6) 2008, I went back to the doctor because the pain was unbearable. He told me that it was infection/inflammation from the bhr device. I left that day thinking what am I going to do because I am self employed and can't afford another surgery right now. Finally, I decided I had to have something done or I was going to have to kill myself to stop the pain. I decided to go to a different doctor to see what he thought was wrong. He performed several tests and decided that it needed to be removed. On (B)(6) 2009, I had the bhr device removed and replaced with a different device. It was almost instant relief. If this device hasn't been recalled yet it sure needs to be. I have been reading all of the problems this device has caused people. Another person in our town had the same surgery two weeks after me. He experienced the same problems and had the device removed.